Event description:
Ous MDR - after an implantation period of about 42 months, oversensing on the vd lead without inappropriate therapy was reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. The two distal lead segments were received for analysis. The proximal segment, containing the connectors,was not returned. The received lead segments were subjected to an extensive analysis. Abrasion marks were found along the medial lead segment with a damaged insulation as a result of wear. The conductor cable to the rv shock coil was found fractured in this area. These insulation damages can be considered to be the root cause of the oversensing mentioned in the complaint description. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. From the x-ray images available for analysis, this assumption could not be clarified. The conductor fracture resulted most likely from the combination of a pre-damaged conductor, due to wear, and strong pulling forces applied during the explantation procedure. Further inspection revealed severe explantation damages; the lead body was found stretched and deformed, cuttings of the insulation were found, the fixation helix was found bent, the inner coil was severely stretched, the rv shock coil was found partially uncoiled and deformed and the insulation was found broken, presumably as a result of strong pulling forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.